Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. The reporter stated that a low battery warning had occurred most every day if not every other day. The battery had been changed to alkaline type due to the unavailability of lithium batteries. It was discovered that the indicator in the screen setup for battery type had not been changed from lithium to alkaline. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap threads and the battery compartment threads were found to be damaged. The battery compartment was found to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching; a test battery cap was used for all testing. The black box showed dates from (B)(4) 2007 and(B)(4) 2015. The black box data from the complaint date had been overwritten, however, multiple battery alarms and power reset events were observed in the current black box. The current draws were found to be within specifications. The pump case was removed for further investigation and no evidence of additional moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.